Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016, a mitral valve replacement was performed and this 25 mm sjm masters series valve was implanted. Approximately, 8 weeks postoperatively, the patient presented in the ER with acute onset of chest pain and was admitted for management. On echo, it was noted that one of the valve leaflets was stuck in the closed position despite a therapeutic inr. On (B)(6) 2016, a re-operation was performed and this valve was explanted and replaced with a 25mm on-x valve. Per report, there was no clot observed on the valve but white thrombus was noted on the leaflet and in the pivot guards. After cleaning and rotating the valve in situ the leaflet was able to be moved with minimal force; however, the surgeon elected to proceed with explant.

Manufacturer narrative:
The results of this investigation concluded both leaflets were intact and properly inserted within the orifice. The leaflets opened and closed easily. Information from the field suggested the impinging material had been previously removed prior to returning to sjm. No acute inflammation, vegetations, or calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the reported event was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.